Event description:
The abbott field service engineer stated oil was observed leaking from the oil damper spring in the architect c16000 analyzer articulated arm upon unwrapping the arm from the manufacturer's packaging. There was no injury to personnel reported. There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. In addition to the leaking oil from the oil damper spring of the new command post kit, it was noted that the gas spring retaining bracket sheared after approximately three hours of use. Tracking and trending did not identify any non-statistical or adverse trend related to the command post kit. Technical service bulletins provide information to field service personnel for upgrading and installing the command post for architect systems attached to a laboratory automated system. The complaint suggests a deficiency in the manufacturing or packaging of the kits since five of six kits contained incorrect washers. An exception report has been opened to further investigate the issue, and supplier quality has been notified.